Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with bilateral direct inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (device #1, #2). Per operative notes, "there appeared to be a direct defect bilaterally. The left side had a small indirect component. The hernia was reduced and a 3dmax mesh (device #1) was placed in inguinal floor and tacked. Similar procedure was performed on opposite side using a 3dmax mesh (device #2) and tacked." (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia and adhesions thereby underwent laparoscopic converted to open repair with implant of mesh. Per operative notes, "a direct inguinal hernia was noted and reduced. The previous mesh (device #1) was folded over itself internally. The mesh was laying close to external iliac artery and vein. A plug was placed over the defect and closed. The patch was used on the spermatic cord." (Note, the plug and patch implanted during this procedure is unknown as no product identifiers were provided.)

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.